Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: analysis of available expertise data revealed several communication errors between the smartview connect and the back office (B)(6) 2023. The observed errors are consistent with an intermittent network coverage, which most probably led to the reported behavior. No malfunction related to the smartview connect was identified by the analysis.

Event description:
Reportedly, the smartview connect lost communication with the pacemaker and appears as in progress. A reboot of the smartview connect has been requested.

Event description:
Reportedly, the smartview connect lost communication with the pacemaker and appears as in progress. A reboot of the smartview connect has been requested.